Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that a placement signal unreliable alarm appeared on an automated impella controller during implant. Support remained unaffected and the placement was monitored via motor current and imaging. After two days of support, the patient developed multi organ failure and care was withdrawn. The patient subsequently passed away. There is not enough evidence to exclude the failure as an associated factor in the patient's outcome.

Manufacturer narrative:
Root cause: the cause of the optical signal issue was a malfunction optical bench with low snr caused by a distorted ccd array.